Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged after the implant procedure. The dislodgement was found during pre-discharge testing along with an related change in threshold measurements, so the output was reprogrammed. This lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.